Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the dermatome took an incomplete graft, leaving holes, strips in the graft. No report of patient harm or procedure delay. Due diligence is in progress. No adverse events were reported as a result of this malfunction.

Event description:
Diligence is complete. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00039. This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, b4, b5, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the control bar was loose which may have contributed to the reported event. The vespel bearings, semi-circle bearings, and retaining ring were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.